Event description:
It has been reported to us that during the procedure the physician was unable to deflate the occlusion balloon when required. The physician inserted the occlusion balloon wire into the patient. The physician inflated the occlusion balloon to occlude the vessel. The physician performed intervention. The physician attempted to deflate the occlusion balloon however, the occlusion balloon would not respond when required. The physician used the method referenced in the instructions for use and cut the occlusion balloon wire to deflate the occlusion balloon. Patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.